Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the internal leakage test failed with message: "pressure transducer difference >5 cmh2o". The pressure transducer test and patient circuit test failed as well. Moreover, the device generated peep high alarm during test lung. The pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.